Event description:
A malfunction was reported on the customer's pump with no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Despite experiencing the same malfunction three times previously, the customer was able to reset the malfunctioning pump with the help of technical support, allowing its continued use until a replacement arrived. Technical support provided instructions for resetting the pump, resuming the sensor session, reloading the cartridge, and eventual return of the defective pump. Additionally, a replacement pump with updated software was sent to the customer, who was advised to program the new pump settings and connect their continuous glucose monitor. Instructions for returning the malfunctioning pump within ten days to avoid charges were understood by the customer.